Event description:
It was reported that the patient was admitted into intensive care 12-13 years ago, due to unspecified pump problems. The patient stated that the physician who was seeing the patient at the time miscalculated the medication in the pump and the patient lost "feeling in their legs." The patient recovered. The medication in the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).